Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly mid-joint was positioned proximal to the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly distal detachment tip (ddt). Dried blood was found within the introducer sheath. Conclusions: evaluation of the returned smart coil revealed an undamaged, functional device with dried blood within the introducer sheath. If the introducer sheath is occluded, resistance may be experienced while advancing the smart coil within the introducer sheath. During functional testing, the dried blood was cleared, and the introducer sheath was re-seated onto the pusher assembly mid-joint. The smart coil was then advanced out of the introducer sheath and through a demonstration microcatheter without an issue. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using a penumbra smart coils (smart coil). During the procedure, after advancing a smart coil approximately 10 centimeters within the introducer sheath, the smart coil became stuck and would not advance any further; therefore, it was removed. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.